Manufacturer narrative:
The device was not returned. The implant was retrieved from the sinus and the area was grafted. With review of the available information, there is no evidence that suggests any device/system malfunction. A definitive root cause for the loss of accuracy noted during the implant placement procedure could not be determined. A possible root cause for the loss of accuracy can be associated with user error. The neocis user manual contraindicates usage of the device on patients with insufficient bone or teeth. Possible factors that may have contributed to this issue could be the patient's pre-existing conditions and other procedural factors (e.g., excessive patient movement). There are no indications of additional patient injury as a result of this event.

Event description:
Neocis performed retrospective review of product complaints and reevaluated MDR reportability. This report is being submitted as a result of this retrospective review. It was reported that during a dental implant procedure with the neocis guidance system (ngs), the surgeon opted to drill robotically, graft through osteotomy, then place implant; despite the fact that the patient's day-of-scan showed bone loss at distal end of graft. Post-operation x-ray scans showed the implant displaced several millimeters past initial placement into sinus the surgeon attempted to remove implant and was unable to do so. The patient was then referred to a specialist to remove the implant. No additional injury or medical intervention was reported as a result of this event. This issue is being reported in an abundance of caution.